Event description:
It was reported that a motor rate error was received during the occlusion test, indicating physical damage to the top housing and the plunger head. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected, found top case and plunger case assembly damaged. The event history log (ehl) was reviewed and the customer reported issue of motor rate error was confirmed. The pumps drive train components including- lead screw, clutches, and stepper motor were replaced to fix the motor rate error. The top case, bottom case, and plunger case assembly were replaced to address physical damage. A battery pack was installed due to no battery in the pump. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump was recalibrated, and the device passed all functional testing after repair.